Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had two stored untreated episodes and one treated episode. Technical services (ts) analyzed device episode data and found that the episodes were inappropriate due to oversensing of noise. During the treated episode, one inappropriate shock was delivered. A chest x-ray was taken and noted that the system was properly positioned and inserted. Ts advised further evaluation in clinic and possible reprogramming to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.